Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device. The se found the graphic user interface (gui) to breath delivery cable to be bad and replaced it. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator was inoperable. There was no patient involvement.